Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: during a CT guided liver ablation procedure, when withdrawing the probe in order to place for a second ablation, it was noted the shaft of the probe had bent and cracked open. The device was set aside and a new of the same was used to successfully complete the procedure. There was no harm or injury to the patient due to this event. It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a starburst talon probe. A visual review of the device noted that at 2.7 cm from the handle, the trocar is fractured in the "no bend" area. The customer's reported complaint description of a broken probe is confirmed. A device history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The IFU instructs the user not to bend the trocar smaller than a radius of approximately 5 cm. Additionally, the site of the fracture is in the "no bend area" of the trocar. The most likely root cause to this complaint is due to physical force placed upon the trocar shaft during the procedure. Although this root cause cannot be definitively determined, this event does not appear a result of any manufacturing anomalies. The instruction for use, which is supplied to the user with this catalog number contains the following statement: the device can bend to a radius of approximately 5 cm. For semiflex talons: over bending of the trocar to a radius smaller than 5 cm beyond a 90° curvature and/or kinking the device can damage the trocar and cause patient injury. Do not bend or kink the trocar or the needles. This may cause damage and result in a non-functional device. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference # (B)(4).